Event description:
On (B)(6) 2012 customer reported that while troubleshooting "stain temp low / heater disabled" errors that occurred during patient sample processing, it was discovered that retic stain (approximately 5ml) had leaked inside the instrument. Customer stated that vote-outs occurred on the retic results. Customer stated that there was no death, injury or affect to patient treatment. Field service engineer (fse) inspected the instrument and found a broken port at the retic mixing chamber. Fse also replaced the differential heater chamber. This resolved the issue.

Manufacturer narrative:
(B)(4).